Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from the technician from the repair center in us that while testing rotaflow console with sn (B)(4) a repeatable ¿arithmetic error¿ occurred when put the mode on arterial pulse. Discovered in the repair center while doing the preventive maintenance. No patient was involved. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The reported "arithmet error " was discovered in the repair center while doing the preventive maintenance. According to the service report 43339201 dated on 2020-05-12 from a getinge field service technician while testing rotaflow console with sn 90430537 it was found a repeatable "arithmetic error" when put the mode on arterial pulse. Replaced 70103.4051 rfc control board kit and tested per service manual. All tests passed. The replaced control board was requested for return for further investigation in our life cycle engineering (lce) on (B)(6)2020 under RMA#41044 board received by life cycle engineering (lce) on (B)(6)2020 the returned control board was investigated by life cycle engineering (lce) on(B)(6)2020 under lce04393 with the following result: the material was delivered with the following error: "while testing the pump, the error is when setting the operating mode to "art puls" "arithmeric error" occurred repeatedly. The error "arithmeric error" is shown in the rotaflow display with "error arithmet" and has the error code ER 18. The error is caused by the microprocessor of the rotaflow control board (cb) in the event of a impermissible calculation, such as dividing by 0, is output. A visual inspection of the the control board was performed. There was no visible damage to the plug connections or conductor tracks, discoloration (e.g. Due to a very high current flow) or visible damaged components are found. The rotaflow went through the self-test and could be operated without errors (operating mode: free). Second test in the operating mode: a-p performed. The reported error was output immediately after the operating mode was selected. A restart of the rotaflow (with the operating mode: a-p) resulted in an immediate occurrence of the error after the self test. It can be assumed that the misconduct on data processing within the rotaflow is attributable and the hl20 has no influence on the error. To further isolate the error, the interchangeable ic8 was replaced with the operating software. The error continued to occur after starting the rfc. The reported failure could be reproduced. The most possible cause for the reported failure "arithmet error" could be determined as a faulty eeprom memory ic9 of the control board. The reported failure "arithmet error" was discovered during preventive maintenance and could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.